Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for remote follow up. The implantable cardiac monitor triggered bradycardia episodes due to premature ventricular contractions undersensing. Programming changes were discussed and no intervention was performed. No patient consequences were reported.